Event description:
It was reported that the t:slim x2 pump battery would not charge and a recurring power source alert, alert 07, was observed. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to attempt charging with the tandem wall adapter plugged into a working outlet for at least 30 minutes; however, this did not resolve the issue. To address the ongoing problem, technical support decided to replace the pump. Additionally, the customer was informed they are not currently eligible for a loaner pump, and expressed interest in beginning the process for obtaining a new tandem pump through renewals.